Event description:
It was reported that a patient underwent an orthopedic procedure in 2026 and barbed suture was used. During the procedure, the surgeon reported to the sales rep that during his multiple cases in a week, the needles were easily popping off. No patient consequences were reported. A sterile sample is being returned for evaluation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? 3/4 or more of same box that I was told and observed 2 myself. Did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? 4-5 have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? N/a I reported as soon as I was told and observed. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? N/a when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify use during fascia closure usually after multiple passes when placing tension on needle in driver. Please provide the source or name of person providing answers to follow-up questions: dr (b)6).